Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During a transabdominal preperitoneal repair, four devices were used. The tissue pads of three devices were worn and became unable to activate output. Probe damage error and ultrasonic level error occurred. Same events occurred on three devices. The first one malfunctioned 10 minutes later, the second one malfunctioned 15 minutes later, and the third one malfunctioned 45 minutes after the start of surgery. The intended procedure was completed with the fourth device. There was no patient injury reported. Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6), 2020, omsc found that the tissue pad of the third device was separated. This is the report regarding the separation of the tissue pad of the third device.